Event description:
During a redo atrial fibrillation procedure, a sheath puncture occurred. The brk needle did not fit through the last distal quarter portion of the sheath; resistance was noted. Upon inspection of the sheath outside of the patient, it was noted that the needle had punctured the sheath. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 one 8f swartz braided introducer sheath and dilator were received for evaluation. Visual inspection revealed the dilator was perforated at 1.6¿ proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported dilator perforation remains unknown.